Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that he has been experiencing high blood glucose levels, and was told by his hcp, that the insulin pump needs to be replaced. The customer's blood glucose at the time of the call was 519 mg/dl, and was treated with the insulin pump. Troubleshooting was performed, and the insulin pump had the correct time and date, but the customer didn't know if the basal rates were correct. Advised to speak with his hcp. The insulin pump passed the prime and high pressure tests. However, found that the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.